Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that while preparing for a procedure using an olympus single-use fiber, the fiber broke and started a small fire. According to the initial reporter, the laser fiber began to burn the plastic housing for the wire. Reportedly, the power was turned off to the laser, water was used to extinguish the flame. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): b6, b7, d9, g1, h2, h3, h6, h10, h11. Correction fields: d7, h6. The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.